Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2016-23857. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that the customer went into the lake wearing the insulin pump. She stated that there is fluid under the lcd display and the display was not working. Customer's blood glucose level at the time of the incident was 421 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Moisture damage was found on the motor also. Unable to perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the blank display anomaly. The pump had a cracked case at the display window corner and minor scratches on the display window.